Manufacturer narrative:
Results: the lantern was fractured approximately 88.0 cm from the hub. The lantern was kinked approximately 3.5, 38.0, and 41.0 cm from the hub. The lantern was ovalized on its distal tip approximately 113.0 and 115.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed kinks, ovalizations, and a fracture along the length of the catheter including kinks as reported in the complaint. These kinks were may have been due to repeated manipulation or improper handling outside the patient. Further evaluation revealed a fracture on the mid-shaft of the device and distal ovalizations. These damages were likely incidental and occurred after the procedure as they were not mentioned in the complaint. Due to the excessive damage on the returned catheter the kink mentioned in the complaint could not be distinguished from the rest of the damage; therefore, the root cause of the kink mentioned in the complaint could not be determined. The podj mentioned in the complaint was not returned for evaluation. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02297.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and pod packing coils (podjs). During the procedure, the physician felt resistance advancing two ruby coils through the lantern, however was able to successfully place them. The physician then felt resistance advancing a podj through the lantern, and consequently the pusher wire of the podj became bent. The physician therefore removed the podj and the lantern, and then found that the lantern was kinked. The procedure was therefore completed using a new lantern and additional podjs. There was no report of an adverse effect to the patient.